Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 5.5 months post procedure patient died of unknown cause. Investigator assessed the event as possibly related to the anti-platelet medication and index device .

Manufacturer narrative:
Cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.